Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction. In (B)(6) 2010, the 3.0x10mm, 75% stenosed target lesion was located in right coronary artery (rca). The lesion was treated with direct stent placement of the 3.0x16mm promus element stent, resulting in 0% residual stenosis. The posterior descending artery (pda) was also treated with balloon angioplasty and placement of a 2.25x14mm non-bsc stent, resulting in "good angiographic result." The following day prior to discharge the patient experienced elevated troponin and a reported myocardial infarction. The patient did not experience ischemic symptoms and no other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned, therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).